Event description:
On 2/8/99 the pt had a cranioplasty performed. The cranial bone flap was fixated with multiple bone screws and plates. Two of the ten plates had been identified as bent allowing a portion of the bone flap to retrude in the surgical site area. The surgeon completed corrective surgery on 7/23/99.